Manufacturer narrative:
The pascal training manual instructs the operator on position and deployment of the device, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the pascal system. Training includes patient screening (to ensure leaflet anatomy is suitable for the device), device preparation, procedural approach, device deployment, and imaging, through use of procedure specific training manuals and proctored procedures. Based on the imaging evaluation, there appears to be a device interaction with anatomy. The procedural tee shows the second pascal ace device positioned in the right atrium, inferiorly near the septum. It appears to be entangled in anatomy, likely the eustachian valve. Potential contributing factors to the device interaction with anatomy include patient related factors (prominent eustachian valve) and procedural related factors including device maneuvers. The complaint for unable to elongate implant to reposition/implant caught on anatomy was confirmed with objective evidence. No manufacturing non-conformities were identified from the imaging evaluation. Available information suggests that anatomical factors and procedural related factors may have contributed to the reported event.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). Outcome to event: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. Still implanted in the patient.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position. Imaging was challenging, with two pacemaker leads in the right heart and the ra lead hung so low on the tricuspid valve that echo visibility through ra and rv was severely compromised. First device was inserted into the anterior septal (as) position without any problems and, after alignment and a leaflet check, deployed successfully. The second device was introduced with the strategy of implanting the second device posterior septal (ps) so that the gap in this area is closed and the tricuspid insufficiency (ti) is significantly reduced. Thus, the guide sheath (gs) was pulled inferior and the flex on the gs was increased to get more in the ps direction. After the capture-ready configuration, the clocking was checked via the trans gastric view and after the clasp check, it was decided to go into the ventricle. After optimizing the clocking, the device was caught and the device had to be elongated to get back into the atrium. During the maneuver it was realized that the height was missing, and so the device was brought higher using a gaining height maneuver. However, due to this maneuver, a tension built with the device and it suddenly snapped back into the atrium. Since the device was elongated and with clasps up, the focus was on the probes and the device was pulled back in the direction of the gs. As a result, the retention elements of one clasp got caught in the eustachian valve. Device was tried to be freed by manipulating the implant catheter and by advancing the sheath and steerable. Unfortunately, these attempts were unsuccessful. Clinical decision by the physician was to close the device there and release it there. The plan was to the patient again on the same day to see whether the device remained stable. For longer term, there will be more imaging in 2 months and would consider planning another tr intervention if there were no improvement in the patient. Starting tr was 4 and after the case was 3. As per response follow up, the was done on the next day of the procedure and the device was stable.